Event description:
In a literature report, a surgeon presented 3 cases of needling, and 5 cases of cataract surgery following glaucoma filtration device implantation. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned and no product identifiers were provided; therefore, the condition of the product could not be verified and visual inspection was not be performed. The root cause could not be determined. Attempts to obtain additional information have been made. A completed questionnaire has not been received. Citation: leo de jong, antoine lafuma, anne-sophie agaude, gilles berdeaux. Five-year extension of a clinical trial comparing the ex-press glaucoma filtration device and trabeculectomy in primary open-angle glaucoma. Clinical ophthalmology; 2011; 5: 527-533. (B)(4).